Manufacturer narrative:
"Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." The implants were put back into the patient with cement utilized in the holes to provide strong fixation. The device remains in-situ and will not be returned. No further investigation can be completed at this time. Root cause has not been determined. Device remains in-situ.

Event description:
Initial surgery to implant an orthosis spinal pedicle fixation occurred on (B)(6) 2015 at t10. A week later two screws at the top of the construct pulled out and loosened. A revision took place and the implants were put back into the patient with cement utilized in the holes to provide strong fixation. Patient activity level, bone quality, and compliance with post-]surgical instructions are unknown.